Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1154152, medical device expiration date: 2022-12-31, device manufacture date: 2021-06-03. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: material #: 367376. Lot/batch #: 1154152. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel smearing was observed. Additionally, 4 retention samples from bd inventory were evaluated by functional testing, each drawn with horse blood, mixed, centrifuged at 1300g for 10 minutes, and the issue of gel smearing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had gel smearing. The following information was provided by the initial reporter: "short description: gel on the walls of tubes after centrifugation causing clogging of automats."